Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation but x-rays were reviewed. X-ray review: "post op x-rays from t11-ilium show vertebrae placed with substantial residual deformity. The rod is noted to be out of the superior screw heads on the convex side of the scoliosis.the rod does not appear to be properly contoured for the uncorrected deformity and this is the likely failure mode."

Event description:
It was reported that patient with preoperative diagnosis of neuromuscular scoliosis, paraparesis underwent fusion procedure at levels th11-iliac. On unknown date, post-op, the set screw got disconnected from the screw's tulip head. Post loosening of set screw, the patient began to lean forward in the upright position and have a light kyphotic body position that didn¿t occur after the first surgical correction. Reportedly,from left side, all sets screws including iliac connector had been loosen. From right side, the last three sets screws weren¿t lose, all the other were disconnected furthermore in thoracic spine and so the rod had been slipped out and translated from screws. Patient underwent revision surgery on (B)(6) 2017 during which surgeon replaced the cocr rods with ti alloy rods for more flexibility on patient fusion.

Manufacturer narrative:
Additional information: product analysis :microscopic examination of the set screw identified starburst and axial cyclic wear of the rod on the node and face of the implant. This wear disallows analysis of the set screw construct interface. Unable to determine root cause from the available information. If information is provided in the future, a supplemental report will be issued.